Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Event description:
Surgeon is noticing a halo around the device on MRI scans. Patient appears to be having an allergic reaction. Cultures taken during 1st explant - no infections detected. Patient had discomfort and swelling, mris ordered.